Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device after transferring network configuration it was not able to get the data set ID, but once trying to activate the data set the device would not turn back on also the device had a third party power cord. There was no patient involvement.